Manufacturer narrative:
(B)(4).

Event description:
Procedure: orthopedic. According to the reporter: during a kidney procedure, after knotting the suture down the strand snapped. The suture strand was removed and a second suture was used which also snapped upon knotting. The procedure was completed using a different high strength suture and anchor.